Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.018¿ to 0.181¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mcs tip cover accessory was broken. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing abnormal. The customer removed mcs and removed the tip cover from mcs. Detachment operation was the surgical task. The surgeon commented that it was torn and wanted to replace it. Unknown how long the mcs was used. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The mcs tip cover accessory appear to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was installed beyond the orange surface. The installation tool was used. No electro lube or any other lubricant applied to the mcs instrument prior to the mcs tip cover accessory installation. No reducer was used. There was no difficulty in removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon removal. No others damage was found. The procedure was robotically completed.